Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance with a possible fracture. Additionally, multiple non-sustained tachycardia events were noted and a short interval counts (sic) lead warning was noted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal segment of the lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Te distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action; returned product testing found the device did perform as described in the field action.  (B)(4).